Event description:
A g2 femoral filter placed 1.5 weeks ago was discovered to be perforating after a CT was performed. The patient is asymptomatic. Three legs were found to be perforating the ivc and two of those legs were stretching into the aorta. No extravasation was noted. The filter was removed and a jugular filter was placed.

Manufacturer narrative:
The device history records could not be reviewed, as the lot numbe was unknown. The filter was returned without the delivery system. The filter was examined and confirmed that it was in tact and the hooks were within specification. It is unk if patient or procedural factors contributed to this event. However, it was reported that the vena cava size was not measured prior to implant. The results of the investigation are inconclusive. The removal of the filter represents an off-label use for this device. The information for use for this device states: complications may occur at any time during or after the procedue. Potential complications include, but are not limited to: perforation or other acute or chronnic damage to the ivc wall. Warning: do not deploy the filter unless the ivc has been properly measured. The safety and effectiveness of the g2 filter as a retrievale filter has not been established.